Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-12063, manufacturer report number: 2017865-2020-12064. It was reported that the patient presented with an infection. The cause of the infection was unknown. The physician did not explicitly state that the infection was due to the system or implant procedure. Patient presented for extraction procedure on (B)(6) 2020. During procedure, the implantable cardioverter defibrillator, right atrial lead, and right ventricular lead was explanted. Also, it was noted that during the procedure the physician observed lead externalization proximal to the can. However, it was not reported on which lead the externalization was observed. The patient was recovering post procedure.